Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation by the legal manufacturer. A review of the device history records was performed, and no non-conformities or deviations were observed regarding the described issues. The root cause of the broken ceramic insulation at the distal tip of the sheath cannot conclusively be determined. However, the likely cause of the damage to the insulation insert was induced thermally and/or mechanically; therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. To mitigate the injury to the patient and also device damage, the instruction for use provides the following: - properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. - visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. - visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). - impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. - do not use the instrument if damaged. - if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.. Olympus will continue to monitor complaints related to the device and reported phenomenon.

Event description:
Olympus was informed the customer inner sheath was found to have a ceramic insulation at the distal tip. The customer reported problem was found at reprocessing by improper handling. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. However, a photograph was provided of the black colored ceramic insulation at the distal tip was observed broken off the device. The entire insulation on the outside of the sheath was intact while a small portion of the broken insulation is adhered to the inside of the sheath. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k931995.